Manufacturer narrative:
Firm has provided updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site state - kln, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) had inspected the system and adjusted the power cable which is being retractable and the power cable retraction system is being fixed. After the adjustment the machine was returned to the customer for use.

Event description:
N/a.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) unit's power cable can't return to source. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.